Event description:
The unit caught fire while in use. The caregiver stated that she "work" up and thought that the unit was smoking. She opened the door of the device and saw flames coming from the tubing. The tubing and carpet were on fire. The fire department was called. No reported implication to the patient. Based on a review of the photos provided, it appears that the thermal event initiated external to the device. This can be confirmed once the unit is received and a full evaluation is completed.